Event description:
It was reported by the patient that they had low blood glucose (bg) levels and almost went into a diabetic coma. The patient woke up to emergency medial staff with a bg level of 38 mg/dl. The patient was treated with something that would lower their bg, but it was unknown.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.